Event description:
New information received states that following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable during and post procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant but not scheduled due to unrelated health issues. Further information was requested, but not yet available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).